Event description:
A pt reported experiencing inaccurate high results with a fasttake meter. The pt's blood glucose results were 9.8 versus the labs 7.9mmol/l meter to lab. Tests were done within 30 mins. Pt did not experience any adverse events. No further info has been reported.